Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic, non-dependent patient presented for a follow-up. Noise was observed intermittently while patient was just sitting. The noise was first noted on a remote transmission in late july. Programming changes were made, and no noise was seen. The patient will continue to be monitored normally.